Manufacturer narrative:
Alleged failure: both cables illuminate without safelight adapters installed. Light source recognizes them as 'standard' cables. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a bad reed switch inside the safe light cable. The warning on the IFU states "the surface temperature near the scope adapter and at the tip of the scope can exceed 41 °c if the light source is operated at high levels of brightness for extended periods of time. The heated scope and adapter can cause burns to the patient, user, or combustible materials." Step #9 of the IFU states the following: 9. Do not leave a safelight adapter attached to the cable without an endoscope attached: light can continue to emit from the adapter, which can generate heat that can cause burns or fires if allowed to come into contact with the patient, user, or combustible materials. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that there was a thermal event.